Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2006. During postoperative monitoring and testing, elevated metal ion levels, dislocation, subluxation, leg length discrepancy and right knee/ankle problems. Additional clinical data indicated patient was experiencing pain, a limp, unexplained fatigue and the sensation of feeling cold. These finding were found due to follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." And "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." And "postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07396 & 07397).